Event description:
It was reported that thrombosis was observed 5 days after use of the cryoablation device. On (B)(6) 2023, patient went under a cryoablation procedure to treat fibro-adipose vascular anomaly (fava) located at her left calf. An icerod cx 90 degree needle / vl was used to treat the fava lesion. The protocol used was 10 min cryoablation then 5 min passive thaw then 10 min cryoablation at 70% then 2 minutes of ithaw. The patient was under light sedation, and the treatment went as planned. The skin was well-colored and warm at the end of case. On monday, (B)(6) 2023, patient discussed with the scan coordinator that her left foot was red and swollen. So the patient was prescribed a doppler that was performed and a left superficial saphene thrombosis was diagnosed. Anticoagulation treatment was started the same day on (B)(6) 2023. The patient is expected to fully recover from this condition.